Event description:
Patient had outpatient afib ablation with dr. [Redacted] and right femoral vein was closed with perclose device x4. Patient was transferred to pacu [post anesthesia recovery unit] with no issues. While in pacu, patient was "profusely oozing". Patient was admitted for observation with a safeguard applied to site. Manufacturer response for closure device, perclose prostyle (per site reporter). Device rep visited site to observe use and provided education.